Event description:
It was reported that the device was at end of life, and the device could not be interrogated. It was also noted that the patient indicated that they had heard the device beeping a while ago prior to device check and change out, but that it had stopped. The device was removed and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the device was at end of life, and the device could not be interrogated. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that there are no battery issues. Since no save to disk data could be retrieved from the device and no other data was provided from the field there is no way to confirm this result. The result of analysis is inconclusive.